Manufacturer narrative:
S/w version 5.2 c. Retainer ring black. Case type ngp. Customer returned pump for alleged pump error 41 found on 06-apr-2023. Reoccurring pump error 43 appeared during testing. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement accuracy test due to reoccurring pump error 43 alarm. The pump passed the active current test and self test. The pump failed the sleep current test. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. Pump alarmed a pump error 43 during testing on 05/30/2023 at 07:48:23.000. No pump error 41 alarms were noted during testing or in the pump history files and traces. Pump was cut open to perform visual inspection and found moisture damage on the force sensor, pcba 1, pcba 2, and motor. The following were also noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, corroded battery tube, and corroded battery tube spring, pump error 43 was confirmed during testing due to moisture damage on the motor flex cable. Pump error 41 was not confirmed. Moisture damage was confirmed found on the battery tube, motor flex cable, pcba 1 and pcba 2. High sleep current measurement was confirmed due to moisture damage on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 41. Troubleshooting was performed and was unable to clear the alarm successfully. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Patient information cannot be provided due to regional privacy regulations.